Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the investigation results.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was provided that this patient had presented pain, suffering and scarring in relation to the previous allegation of infection resulting in explantation. The patient reported that the device had been incorrectly set, which led to atrial fibrillation (af) and will require surgical intervention. The patient also stated that they were evaluated by the hospital prior to the system explantation and were told that everything was functioning appropriately at that time. This patient was then sent back to jail. Ultimately, this device system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the investigation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.